Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic colpopexy on (B)(6) 2013 and suture was used. On (B)(6) 2016, the patient underwent surgery and large amounts of necrotic tissue were removed from the top of the vagina. There is also some non-absorbable suture material removed from the top of the vagina. Additional information has been requested.

Manufacturer narrative:
It was reported that this device is not adverse event reportable. Therefore, this medwatch report is not reportable.